Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to blank display. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer called in to report a hospitalization for high blood glucose levels and also to report a blank display. The customer stated that he frequently showered and swam with the insulin pump on. The customer was advised that the device was not waterproof. The customer's blood glucose level at the time of admission was 600 mg/dl. The customer reported not feeling well. The customer stated that his daughter found him unconscious in his room in a diabetic coma. It was reported that the customer had ammonia. The customer could not provide further details.